Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on 25 october 2023, an unknown valve was chosen for implant during a transcatheter aortic valve implantation (tavi). During the procedure, the valve migrated after being implanted. The procedure was converted to an open heart surgery to complete a surgical aortic valve replacement (savr). Subsequent to the previously filed report, additional information was received that (B)(4) is a duplicate of (B)(4). An error was made by the site and reports were submitted for (B)(4) to the clinical database for patient 323, that had withdrawn from the study. The correct patient was patient 322 and the clinical database was updated/correct to reflect this. All information from (B)(4) will be transferred/merged over to (B)(4). (B)(4) will be downgraded to non-reportable coding and have a supplemental/final/correction report filed. Og all future updates and report filing will be submitted under emdr- (B)(4).

Manufacturer narrative:
An event of valve migration was reported. The complaint (B)(4) was opened in error and is a duplicate of (B)(4). The investigation will be completed in the complaint file (B)(4). H6 health effect - clinical code: code 4580 removed. H6 health effect - impact code: code 4624 removed. H6 medical device problem code: code 1395 removed.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on 25 october 2023, an unknown valve was chosen for implant during a transcatheter aortic valve implantation (tavi). During the procedure, the valve migrated after being implanted. The procedure was converted to an open heart surgery to complete a surgical aortic valve replacement (savr).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.